Event description:
I received a letter from trinity biotech that the isi they printed on their package insert was incorrect. The isi is a factor used to calculate the inr value that our clinicians use to treat our patients with anticoagulant. Having an incorrect isi on a package insert is a tremendous error. The isi changed from 1.09 to 1.29. This means that a patient with a reported inr of 3.8 under the old isi would now be reported as 4.8. A 4.5 is considered a critical value in our institution and hence these patient values would have been called to clinicians for immediate follow up and treatment modification. We checked our records and in the last month this scenario occurred 61 times in our institution alone. This however is a problem for all users of lot n21784 of thrombomax reagent. Furthermore trinity claims that they conferred with experts who felt that "the risk to patient care is minimal." I find this astounding in light of what I have already described. Our laboratory is discontinuing the use of the destiny analyzer because of this and other safety concerns that I have outlined in a previous report I filed. I am personally aware of 2 other hospital labs who have also discontinued use of the analyzer for similar reasons. I really fell that the FDA needs to look into this company.